Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported dissection could not be conclusively determined. Per the IFU, a dissection is an inherent risk of any electrode placement.

Event description:
During a pulmonary vein contraction ablation procedure, a dissection occurred. A trans-aortic approach was performed via the left ventricular outflow tract and difficulties were noted gaining access to the right femoral artery. The ablation catheter was removed and an attempt to advance a non abbott guidewire was unsuccessful as well. Contrast was injected and it appeared there was a separation between the artery and the artery wall. An interventional cardiologist was contacted and a dissection was confirmed near the location of the femoral puncture. An atrial transseptal approach was then done to access the left side of the heart and the procedure was completed with no consequences to the patient. There were no performance issues with any abbott devices.